Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot# l78413, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
Additional information received reported that the pump and catheter were replaced. The concentration and dosage of fentanyl were unknown. The patient outcome was reported as having no problems after surgery and was titrated back up to a therapeutic dosage level by her managing physician.

Event description:
It was reported the catheter was dislodged. The catheter pulled out of the intrathecal space. It was confirmed via dye study. A pump replacement and catheter revision/replacement were scheduled but then cancelled due to high blood sugar level. It was then rescheduled for (B)(6) 2012. The pump was delivering fentanyl. Additional information has been requested but was not available at the time of this report.